Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and unresponsive and the touch screen was missing pixels. There was no reported adverse impact to the customers blood glucose level. No additional information was provided by the customer. Although requested, the customer declined troubleshooting with tandem technical support.